Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: a 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of antiplatelet medication other than aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated by the directions for use. A 25 mm lotus edge valve (lot# 23795495) was opened but not inserted. The first 25 mm lotus edge valve (lot# 23795495) was exchanged with another 25 mm lotus edge valve (lot# 24188138) which was successfully implanted into the correct anatomical location. Event summary: on the same day of the index procedure, post tavr procedure, subject was noted to have lbbb. No diagnostic procedure or actions were taken to treat the event. At the time of reporting, the event was considered to be not recovered.